Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a heavily calcified right common femoral artery was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the distal guide of the proglide device kinked as it entered into subcutaneous tissue. There was resistance during insertion, due to tortuosity in iliac arteries as well as the angle at which the physician advanced the device into the groin. The correct angle should be 45 to 50 degree angle; however, the physician advanced the device at a 20 degree angle. There was no blood return coming from the marker lumen. The device was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.